Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to sense and failure to capture. Fluoroscopy revealed that the right atrial (ra) lead had dislodged due to twiddler syndrome. The ra lead was explanted and replaced. The patient was in stable condition.